Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net upon receiving anti-tachycardia pacing (atp) therapy from their implantable cardioverter defibrillator (ICD). Upon review, it was found that the inappropriate shock was delivered during an episode of atrial fibrillation (af) with rapid ventricular response (rvr) that was incorrectly interpreted by the patient's ICD. No intervention was performed. The patient was stable.